Event description:
It was reported that during the post op interrogation it was noted that there were a couple of odd oversense waveforms on the electrogram of the right ventricular lead. It was noted that there were no other leads present in the ventricle. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.